Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was intended to be implanted within the esophagus of a patient during an esophagogastroduodenoscopy/ stent placement procedure performed on (B)(6), 2010. According to the complainant, during the procedure outside the patient, the catheter of the delivery system kinked. An attempt was made to load the stent into the delivery system; however, the stent kinked. The user tried to make it work but was unsuccessful. As a result, the stent was unable to be implanted. The procedure was successfully completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.